Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer reported the device was cleaned, disinfected and sterilized prior to being returned for evaluation. There were no abnormalities in the accessories used for reprocessing. The device was presoaked in detergent solution. The device distal end was wiped/brushed with a clean lint-free cloths, brushes, or sponges. There were no concerns from the customer. However the customer noted, since this product was lifted immediately after being washed with a washing machine, there was a possibility that the outer surface and tip were not wiped down sufficiently. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value. The adhesive on the bending section cover had a chip and a white-clouded area. The image guide protector had a scratch. Switch 1 had a scratch. Switch 4 had a scratch. The plastic distal end cover had a scratch. The connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope image guide lens was chipped and the light guide lens was chipped. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign matter attached to the plastic distal end cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.